Event description:
On july 3, 2006, the lay reporter, the lay patient's daughter, contacted lifescan (lfs) alleging that the patient's one touch ultra meter was displaying the apply sample message. The medical affairs specialist (mas) sent follow-up questions to lfs and received answers on july 5, 2006. The mas sent additional questions to lfs and received answers on july 11, 2006. The following description includes information recieved through july 11, 2006: the patient takes mixtard insulin, 62 units in the am and 48 units in the eventing. She took her usual evening dose of 48 units mixtard insulin on may 31, 2006. The patient could not recall the time or result of her last blood glucose result prior to the time of concern. The patient took her usual am dose of mixtard insulin 62 units and ate breakfast. She was unable to obtain a result on the reported meter on the am of june 1, 2006. The patient became shaky and drank a bottle of "lucozade" oral glucose. She felt better after drinking the lucozade. The patient's nurse visited her the following day per her usual schedule. The nurse tested the patient's blood glucose level; however, the patient did not know the result obtained. The nurse advised the patient to obtain a replacement meter. The customer care advocate (cca) confirmed that the patient used correct testing technique and the test strip drew the blood sample into the test area. The cca was unale to walk the patient through retesting because the patient did not have test strips. The meter was replaced. The complaint is reported because the patient was unable to obtain an am reading on the lfs product. She experienced symptoms suggestive of hypoglycemia after taking her usual am dose of insulin and eating breakfast as usual. She treated herself with oral glucose.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.